Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that intermittently the pump battery was not charging properly and was rapidly depleting. There was no reported impact to customer's blood glucose. Customer declined tandem technical support's offer to troubleshoot and declined to provide further information.